Event description:
It was reported that the breathing bag broken at the bushing. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No sample was returned for evaluation; however, operations and records were reviewed in order to ensure that all complied with gmps (good manufacturing practices) and procedures. The breathing bag tape assembly, training records and visual inspection found no discrepancies. Quality also takes a sample and level inspection per lot, in order to verify anesthesia breathing circuits are not missing any components. The most probable root cause is production personnel did not detect the incorrect assembly of the tape. D5 and g5 are unknown. No product information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).